Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt and elecsys hiv ag assay on the cobas 8000 - cobas e 602 module. The patient's sample generated reactive results with values of 212.4 coi (reactive) for the elecsys hiv combi pt assay and 9.05 coi (reactive) for the elecsys hiv ag assay. Additional testing of this sample using western blot for hiv-1 and hiv-2 and a competitor biomérieux p24 antigen assay produced non-reactive results.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt and elecsys hiv ag assays performed within specifications. The customer's findings were confirmed during internal testing. The (B)(6) 2019 sample was non-reactive, while the (B)(6) 2019 sample produced a false reactive result. Interference testing indicated reactivity to the hiv antigen detection module, but confirmatory testing for hiv antigen was negative. Calibration and quality control data were reviewed and found to be within expected ranges. The root cause of the false reactive results for the (B)(6) 2019 sample was attributed to sample-specific interference. The device remains in operation at the customer site.